Event description:
Hub separated from catheter.

Manufacturer narrative:
No product was returned to assist with our investigation; therefore, we are not able to determine the root cause of the separation at this time. However, we are aware of the potential for occurrence and measures have previously been taken in an effort to minimize the potential for recurrence. Our quality control department confirms the correct fittings and sleeving have been used for this device 100% prior to further processing. They also verify that the flare is securely seated in the adapter and that the tubing does not turn in the fittings and the flare is not folded over the opening in the adapter. Nevertheless, the appropriate individuals have been notified of this matter and we will continue to monitor for similar situations.